Manufacturer narrative:
Since the filing of the initial medwatch the investigation has concluded. The pump was returned and no damage was observed that could have contributed to the blood loss at the access site. When reviewing the clinical account, there was an observation made of the patient's anticoagulation being in excess of abiomed recommendations. The IFU states to have an act (activated clotting time) of between 160 and 180 seconds during the impella support. The patient's act was noted to be 240 seconds and the aptts wer described as out of range. The blood loss and need for transfusion was due to excessive anticoagulation during impella support. The failure mode will be monitored and trended.

Manufacturer narrative:
The medical facility in (B)(6) has not yet returned the product for evaluation. The product is expected. Upon completion of the analysis a final medwatch will be filed.

Event description:
A patient was admitted to the medical facility in (B)(6) in cardiogenic shock. The team attempted to treat the multivessel coronary artery disease with stenting. The day after the angioplasty of the coronaries, the patient condition deteriorated and the team placed an impella cp to stabilize him for cardiac surgery the following week. Shortly after the pump was placed, the patient developed an access site hematoma. The team performed a fluoroscopy which revealed a femoral artery dissection. The team consulted with vascular surgery and a femoral artery repair was done. The team also infused blood products to the patient.